Manufacturer narrative:
The baxter technician inspected the device at the facility where it was determined the issue was caused by a motor shaft breakage. The device has been requested to be returned to the manufacturer for further investigation. A final report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that the likorall 242 s, white had an issue, an accident occurred due to engine failure. The person had a fall. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The baxter technician found the electrical motor shaft broken. A replacement likorall 242 s part number was provided to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a patient drop due an electrical motor shaft breakage were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.